Event description:
Information was received from multiple sources regarding a patient implanted with a neurostimulator (ins). Loss of stimulation was r eported. Cannot provide intensity was reported. The rep met with the patient, ran an impedance check. Contact #10 impedance was 31 ,000 with contact number 0 as the reference. Rep reprogrammed patient's stimulation pattern, avoiding contact number 10. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.